Event description:
It was reported that an individual using an ilet experienced hyperglycemia, with a reported blood glucose of 392 mg/dl, and support assisted with changing the infusion site due to suspected site or insertion issues. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on activities, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included troubleshooting and education, including evaluation of infusion site function and user guidance. Investigation of this case revealed no confirmed device malfunction and suggested a potential infusion site issue or user-related factor as the likely contributor to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.